Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2020 product type lead . Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 06-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. Caller reports patient has lost her controller and reports the device no longer functioning. Caller do not know when patient's device no longer function or who manages patient's device. Additional information was received from the patient later the same day reporting that they were in a car wreck yesterday and they were in the hospital needing an MRI since they had no feeling on their left side. Pt noted they needed to verify the stimulation was cut off and they had no way to get their controller and medtronic equipment to enter MRI mode. The equipment was packed up at home and they had no one to get their equipment. Pt noted they had worked with a medtronic representative before and wanted to know if they could help them. Patient services ps reviewed MRI mode with pt. Pt mentioned that maybe in july their wires were not working in their controller because they were in an accident and they did not think their wires were connected, pt verified the wires were in their body and not in the controller (ps understood wires were the lead). The patient was redirected to their healthcare provider to further address the issue.  A healthcare provider (hcp) called back the next day stating that initially reported that pt's ins was dead, malfunctioning, and pt is unable to charge, therefore pt is unable to access MRI mode. Caller then later confirmed that there is nothing wrong or malfunctioning with the mdt device and that pt is unable to charge because the controller is packed in a box and pt does not have access to it. When tss attempted to confirm the date that pt's ins was depleted, caller commented that pt's ins "stopped working" on (B)(6) 2022. Caller confirmed pt no longer sees managing hcp and does not currently have a managing hcp. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2023. They were in a car accident last (B)(6) 2023 and the ins hadn't worked since. Pt stated that the device had already been tried to be rebooted several times, however the device still wasn't working. Pt said that they requested several times for a rep to meet them at their pain management doctor's office and that someone was going to find a rep in their area, but they hadn't found anyone. Patient services specialist (pss) redirected pt to hcp, however pt said that hcp wasn't helping them with contacting a rep. Pt said that they needed a MRI and surgery due to the car accident, but they couldn't get the ins to work as no device found would appear when attempting communication with the ins. Pss advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, lot# serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the pt stated they were getting no device found on their controller without anything connected to the controller. Pt stated the issue hasn't resolved since their car accident. Pt stated they were able to charge their implant. Additional information received from the patient. It was reported patient commented that they're not even sure the wires are still attached after the car accident. Patient repeated that they would like to do troubleshooting in person.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reported that they were with the pt and mentioned this is the second time meeting with pt in respect to the issue mentioned in this case. Rep stated that pt has had issues since car accident in august. The pt was sent new product and rep was now with pt. Rep stated that they were trying to set up programmer to connect to ins but they went to 'set up for implant' and connected the rtm and hits 'retry' and nothing happens. Rep stated they had tried this multiple times. The manufacturer's technical services specialist (tss) asked and rep confirmed ins has not been charged so tss advised that the rep needed to press 'recharger' rather than 'retry'. Upon doing this, controller activated passive recharge mode as expected/intended. Tss advised rep to continue to do passive recharge until the ins can be connected to/charged. Tss provided the case number and advised if the rep had any further concerns to call back and reference this case.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2020, and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c165. Serial# (B)(6). Implanted: (B)(6) 2020. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that the issue with this patient has been resolved by going through passive recharge mode. The patient has been able to charge and keep it charged. No other actions were required. The weight of the patient at the time of the event is unknown because it was just a patient meeting and the patient was not seeing the physician. When following up with the patient, the patient states she has not weighed herself in quite some time. She believes she weighs about 175 lbs.